Manufacturer narrative:
Though requested, lens was not returned for evaluation. There have been no other events reported for this product lot. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, a definitive root cause cannot be determined. No corrective action is necessary at this time.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s right eye approximately five months post-implant due to no near vision with increased blurriness. The patient was not happy with the lens, reporting reduction in vision and the observation of halos. The lens was explanted and replaced with a different lens model and diopter. In the surgeon's opinion the most likely cause of the event was that the lens did not accommodate the patient. The patient's current prognosis and treatment is good.

Manufacturer narrative:
Additional information to d10, g4, g9, h2, h3, h6, h10/11. The device was returned for evaluation. The serial number of the device could not be verified; however the lens had the appearance of a crystalnes model ao2uv. Only three pieces of the lens were returned. Both plates with haptic arms attached have been torn off. Half of the optic was returned. One haptic arm was bent. Due to the condition the device was received, functional testing could not be performed. Based on the available information, our previous assessment remains the same. The root cause of this event could not be determined and no corrective action is necessary.